Manufacturer narrative:
(B)(4). The customer reported the unit failed to power up on ac power. There was no report of pt involvement. The unit was not evaluated by philips. The customer isolated the issue, and replaced two faulty capacitors which resolved the issue. The unit has been put back into service.

Event description:
The customer reported the unit failed to power up on ac power. There was no report of pt involvement.